Event description:
A physician reported a pt who was originally skin tested about 9 years ago (exact date unk) with negative results. The pt has received multiple treatments without event. In 1999, the pt was treated in the upper vermilion (lip) and nasolabial folds. Immediately, the upper vermilion injection site became "dusky" in color and swollen. Massage and ice were applied to the area. A few days after the treatment, the area became ischemic and blisters formed on the inside mucosa of the upper lip. The physician also noted a "marble size" lump in the right cheek. The physician believed the lump may be an inflamed lymph node or a collagen bolus which had extravasated. The physician prescribed aspirin, advil, medrol dose-pak, and orajel. As of 10/4/99, the upper lip area was bruised and ischemic from the vermilion border upward to the nose. The pt also complained of radiating sharp pain from the right cheek to the right ear and jaw. The physician believed the injection was "too deep" and the labial artery had been occluded as a result. The physician also prescribed ice packs and by 10/4/99, the lump was "pea sized." On 10/15/99, the physician stated the upper lip mucosa had subsequently scabbed, but by 10/15/99, had now healed with new tissue in that area. The only area of tissue necrosis was the upper vermilion inner mucosa. As of 10/15/99, no bruising was noted at the upper lip; the bruising from the vermilion border to the nose had resolved and the "pea size" lump on the right cheek was no longer palpable. No further medical or surgical intervention had been prescribed.